Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The field service engineer (fse) replaced the surgeon side console (ssc) high resolution stereo viewer (hrsv) monitor (952151-01) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the hrsvinvolved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. It was noted the image was too dark and the main board would be replaced.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the clinical sales representative (csr) observed the left eye at the vision side cart (vsc) was completely black. The technical service engineer (tse) reviewed the error logs and found error 48229. After, the tse recommended the customer swap scopes with no change. The csr informed that with the scope removed, they could not see the color bars. The tse then suggested the customer power cycle the system, then remove the left output video cable from the back of the surgeon side console (ssc), and hard power cycle the ssc with no change. The csr hard power cycled the vsc and the ssc with no change. Then the tse asked the customer if another da vinci was available, and the customer stated there was no other da vinci available. The customer converted to laparoscopic surgery. There was no reported injury or harm. Intuitive surgical, inc. (Isi) followed up with the csr and obtained the following additional information: the csr confirmed he was present during the reported procedure. It was clarified the issue was with the ssc and not the vsc. The csr informed the surgeon had just sat down at the console when he observed the ssc left eye was black. It was stated that the surgeon never went into following mode. Prior to the start of the case, the csr informed there were no issue during setup; however, could not inform if the system was inspected prior to use. No issues with port placement was observed. Troubleshooting was performed with technical support with no resolution. The csr informed the procedure was converted to an open inguinal hernia repair. The surgeon believed the reported issue was due to equipment failure. No video/image was available for review. It was unknown if there were any post-operative complications. The csr confirmed the procedure was completed open with no patient injury or harm reported.